Manufacturer narrative:
The investigation found the pusher coils stretched and damaged. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underwat. The instructions for use (IFU) identifies difficult coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of a vertebral artery dissection, an embolization coil implant was inserted into the target site. The coil was attempted to be detached, but it was not successful. After another detachment attempt, the physician determined that the coil had detached and attempted to remove the pusher. The pusher began to unravel. The pusher and microcatheter were cut off at the shaft and a snare was used to remove both the microcatheter and pusher from the patient. Angiography confirmed the implant coil had been placed successfully and not remaining material from the pusher and microcatheter were left in the patient. There was no reported patient injury.